Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) inserted the straight thoracic pedicle probe into the left l4 pedicle using a mallet to advance the probe. When dr. (B)(6) met the depth he desired with the probe he decided to extract the instrument. This is the moment when the probe broke, leaving roughly 40mm of the distal end of the probe in the patient. When this event actually happened, I was in the sterile core retrieving another instrument set to put on the sterile field. When I returned in the or is when I was informed of the broken probe in the patient. Over the next 2 hours or so we tried multiple options attempting to remove the fragment. We used multiple trephines to expose more of the fragment and eventually the first assistant was able to extract the piece with a leksell rongeur. The pedicle was still in good form and dr.(B)(6) was able to insert a screw at that level and proceed with the procedure.